Manufacturer narrative:
H6: investigation: one sample (model #20028e) was returned by the customer. It was reported that the filter on set is not filtering. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a bd primary set, and primed with saline. The set was infused with the bd alaris pump module (dchu-0009) at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing and after the filter throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20028e lot number 21039512 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #21039512 regarding item #20028e.

Event description:
It was reported that 17 inch ext w/.2 fltr & vlv port had flow issues. The following information was provided by the initial reporter: "filter on set not filtering".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter address: (B)(6).

Event description:
It was reported that 17 inch ext w/.2 fltr & vlv port had flow issues. The following information was provided by the initial reporter: "filter on set not filtering."